Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and the jaws scissored. The surgeon used another cartridge to complete the procedure. The hospital has reported no patient injury occurred.